Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, a leak test was performed, and a leak was detected at the resection surface between left upper and lower interlobar, and at the diaphragmatic surface of left lower lobe. The sureform 45 curved tip stapler was used to transect the lobe, but the leak did not occur at the staple line. The surgeon stated that no malfunction of the stapler instrument and reloads occurred. In addition, no malformed staples were seen. The staple line was inspected during the procedure and there was no missing staples or bleeding seen at the staple line. Buttress material was not used during the stapler firing. The leak was fixed with sutures and surgicel. After confirming that the leak had stopped, the chest was closed. However, after closing the chest, the air leak persisted. As a result, the surgeon elected to convert to an open procedure to address the air leak. The air leak was found to be at the previous location. The surgeon believes that the leak was caused by repeatedly holding the lower lobe of the lung with the fenestrated bipolar forceps (fbf) instrument and cadiere forceps instrument after the removal of the lung specimen. The patient's lung tissue was very fragile due to the patient's smoking history and pulmonary emphysema. The surgeon stated that he should have manipulated the lungs more gently as the repeated grasping of the lung tissue by these forceps instruments likely crushed the lung tissue causing the air leaks. Post-operatively, the patient had recurrent laryngeal nerve (rln) palsy. The surgeon does not know the cause of the rln palsy and did not provide what medical intervention was taken for the post-operative complication. The site declined to return the forceps instruments to isi for evaluation. Photographic images/video of the procedure are not available for review. Patient demographic information was enquired but not provided.

Manufacturer narrative:
Based on the current information provided, the cause of the intra-operative complication can be attributed to possible use error and the patient's anatomy. The surgeon believes the air leaks were caused by repeated grasping of the patient's lung tissue, which was reportedly very fragile, with forceps instruments. The cause of the post-operative complication is unknown. There was no allegation from the customer of a deficiency of the da vinci system, instrumentation or accessories associated with the reported incident. Therefore, there are no products expected for return to intuitive surgical, inc. (Isi) for failure analysis evaluation. If additional information is received, a follow-up MDR will be submitted. The logs were reviewed by an isi advanced failure analysis engineer (fae) and the following findings were obtained: there were no errors in the logs related to the stapler. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted pulmonary lobectomy procedure, the patient had an air leak at the resection surface between left upper and lower interlobar, and at the diaphragmatic surface of left lower lobe. The surgeon attributed the cause of the air leak to the patient's fragile lung tissue and repeated grasping of the tissue with the fbf and cadiere forceps instruments. Sutures and surgicel were used to fix the leak. However, the leak persisted after the chest was closed and the procedure was converted to a thoracotomy to fix the leak again. Additionally, the patient suffered a recurrent laryngeal nerve palsy after the procedure. The surgeon was unable to provide a cause of the nerve palsy. At this time, the causes of the operative complications are unknown. Note: refer to medwatch report (MDR) with patient identifier #(B)(6) for MDR submission of the same event reported against the fbf instrument.